Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). In response to the reports, two initial medwatches: 2183502-2016-00532 and 2183502-2016-00531 were submitted. The customer returned two used product for evaluation. It cannot be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for each medwatch follow-up. During visual inspection of the two returned devices, it was observed that the cuffs were torn on both devices and the foam material inside the cuffs was exposed. During functional testing, the cuff material of both devices was aggressively stretched and pulled; however, no additional tearing occurred. The cuffs were determined to the robust in nature. A review of the device history record for the reported part number did not reveal any non-conformities or abnormalities during the manufacturing process. Additionally, several inspections are embedded throughout the manufacturing processes that would detect and reject a defective cuff; therefore, the defect must have occurred after the device left the manufacturing site. Investigation of the returned device was unable to determine the root cause of the tears in the device cuffs; however, no evidence was found to suggest a manufacturing issue. Additional information included in follow-up report: device return date (03/18/2016), evaluation completion date (07/29/2016), evaluation summary.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The mother of the patient reported that she and the in-home nurse performed a routine tracheostomy tube replacement on her son after one week or product use. The mother explained that the removed tracheostomy tube was found to have a split in the upper cuff. The cuff silicone was split, and its internal foam was protruding from the cuff. The mother reported that her son endured no adverse effects from the event.